Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to fluid loss in right cylinder the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. New components consisting of a 24cmx12mm cylinders and pump were implanted. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to fluid loss in right cylinder the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. New components consisting of a 24cmx12mm cylinders and pump were implanted. It was further reported that a malfunction occurred.

Manufacturer narrative:
Additional information to b5, b7,h2, h3, and h6: updated to include added device coding and updated device description.

Manufacturer narrative:
Fluid loss and mechanical malfunction were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear at the corner of a fold with avulsion and input tube sleeve wear. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to fluid loss in right cylinder the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. New components consisting of a 24cmx12mm cylinders and pump were implanted. It was further reported that a malfunction occurred.